Manufacturer narrative:
(B)(4). Pinion axle. The analysis results found that the (B)(4) device was received with the firing mechanism damaged as the firing trigger handle was broken. A white reload was received loaded in the device. The reload was partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a roux en y procedure, on the third firing the firing trigger became broken off. It is unknown if the device staple and/or cut on this firing. Another device was used to complete the procedure. No adverse consequences reported.